Manufacturer narrative:
Reported event: an event regarding patient factors an unknown trident liner was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: there were no reported allegations against the implants. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right hip was revised due to iliopsoas tendonitis. A shell, liner, and head were revised. Rep confirmed that no further information will be released by the hospital or surgeon.